Event description:
During baxter's eval of a spectrum pump, it was found to alarm for "door not fully latched." The customer had reported that this device had the problem of "lower latch not engaging."

Manufacturer narrative:
(B)(4). Baxter rec'd & evaluated the device. Eval produced a "door not fully latched alarm." These alarms were confirmed through review of the event history log as well. Eval also found that the force required to secure the door with a loaded IV set was above expected levels. This was due to cracked threaded insert bosses & raised threaded inserts causing separation between the front case and mechanical assembly. These alarms correspond w/the reported symptom of "lower latch not engaging." The front case was replaced.